Event description:
New information received notes that the patient presented to the clinic for a scheduled follow-up. The right atrial (ra) lead was programmed off on (B)(6) 2025 to address the low impedance issue. The lead remained in-situ. The patient had no adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited low pacing impedance and noise oversensing which caused noise reversion episodes. Programming changes to vvi mode was done prior to address noise oversensing. No intervention was done to address the low pacing impedance and the reoccurrences of noise oversensing issues. The patient had no adverse consequences.